Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hospital rep reported issues with the iop control and illuminator. The reporter noted they were "unable to turn on infusion without sufficient source pressure". It is no known whether a pt was involved. Add'l info has been requested, but no details has been provided.